Manufacturer narrative:
Date sent to the FDA: 12/16/2015. It was reported that the patient underwent a total hip replacement on (B)(6) 2015. On (B)(6) 2015, the area surrounding the topical skin adhesive was reported to be very red, bruised and itchy. The rash was widespread over the area and eventually many parts of the patient¿s body were itchy and showed a fine red rash.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5044921.

Event description:
It was reported by the patient that she underwent a total hip replacement procedure on unknown date and topical adhesive was used. The first day post-op, the patient noted the incision and surrounding area to be very red, bruised and itchy. The symptoms worsened over the next few days. A rash was widespread over the area and eventually many parts of the body were itchy and showed a fine red rash. The rash continued to the ears, face, neck, armpits, ankles and legs. One week post op, a dermatologist prescribed a strong topical steroid and oral vistaril. The dermatologist then ordered clobetasol which was reported by the patient to have helped somewhat. The patient continued to use vistaril as well as claritin and zyrtec. The patient followed-up with the dermatologist a month later and the patient reported to be still itchy, but significantly improved. The patient reported that they were followed up by the orthopedic surgeon about 10 days post op. The patient reported that they picked out the dermabond as best they could with sterilized tweezers and other tools. To date, three plus months later, the patient reports that the wound is still not completely healed. The patient reported to be otherwise healthy with no diabetes and still has bouts of significant itch at distal points from the wound. Additional information has been requested.